Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with an electrode belt) has been confirmed. The cause for the communication failure was isolated to a broken wire in the monitor's electrode belt cable receptacle. The root cause for the damaged wire could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.